Event description:
It was reported that two patients obtained negative results from a bd veritor¿ system for rapid detection of flu a+b, 30 tests for flu a/b. Medical intervention was required.

Manufacturer narrative:
Investigation: investigation summary: the manufacturing batch history record for kit lot number 7362050 was examined and showed no discrepancy-related issues that can be correlated to this complaint. Additional investigation and testing of retention kits and customer returned kit, lot number 7362050, could not replicate false negative test results as cited in the complaint. Devices were tested with known positive test standards and positive control swabs. Based on the information provided in the complaint and the testing results cited above, this issue appears, most likely, to be a specimen or a sample specific problem. As no retained patient specimens or clinical samples are available for follow up testing, we are unable to duplicate the basis of this complaint. If a negative result was displayed at 10 minutes, the concentration of the antigen in the specimen may have been too low to produce a net signal above the reader cutoff, which was designed for a 10 minute read. Per product insert, ¿a negative test is presumptive and it is recommended that these results be confirmed by culture or molecular assay. Negative test results do not preclude infection and should not be used as the sole basis for treatment or other patient management decisions.¿ erroneous results can occur if the cartridges are read before the 10 minute run time is complete. In this situation, the liquid flow through the membrane might not be complete and clearly defined lines have likely not yet formed on the test membrane. It is very important that cartridge devices be allowed to run for 10 minutes prior to obtaining results. The product insert states, ¿inadequate specimen collection, improper specimen handling, and/or transport may yield a false negative result; therefore, specimen collection requires specific training and guidance due to the importance of specimen quality to accurate test results.¿ specimens, when stored in saline, are not stable and are recommended to be tested immediately and then kept frozen, if needed for additional future testing. The concentration of specimens collected from the same patient using different collection swabs may vary. Therefore, the corresponding results may also vary. Based on the results of this investigation, we cannot confirm this complaint. Bd quality will continue to monitor for trends on false negative test results as they relate to our rapid test products. Investigation conclusion: unable to confirm complaint. Root cause description: unknown. Likely caused by low antigen concentration in the specimen collection.